Manufacturer narrative:
Clinical review: a temporal relationship exist between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of testicular infection, characterized by drain complications, drain/abdominal pain, and dehydration, which warranted hospitalization and antibiotic therapy. The cause of the patient¿s testicular infection is unknown; therefore, causality cannot be established. However, the pdrn reported the drain complications (furthered by the patient¿s dehydration) and drain/abdominal pain were a direct result of the underlying testicular infection. The pdrn stated the events are/were unrelated to the utilization of any fresenius product(s) or device(s). Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the adverse events experienced by the patient. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt), reported they were hospitalized for drain complications and fluid overload. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for drain complications, however the pdrn stated the patient was not hospitalized for fluid overload, nor did they experience a fluid overload event. The pdrn reported patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with reports of drain pain. The patient was sent to the hospital for radiological testing, which diagnosed a severe testicular infection and the patient was formally admitted. The patient was ¿immediately¿ started on intravenous (IV) antibiotics; however, the drugs, durations, frequency, and doses were not provided. The consulting urologist initially felt the patient would require emergent surgery on (B)(6) 2020, however the patient¿s body responded extremely well to the unspecified IV antibiotics. A repeat ultrasound was taken on (B)(6) 2020, which confirmed the severity of the infection had significantly reduced in the last 24 hours. The urologist postponed the surgery, pending an outpatient follow-up evaluation in approximately 1 week. During the admission, it was discovered the patient¿s pain level had been ¿so severe,¿ they had been unable to eat or drink (length of time not provided). The nephrologist determined the patient¿s dehydration was also contributing to the patient¿s drain pain. The patient was subsequently rehydrated (specifics not provided) and continued to undergo ccpd therapy while hospitalized without further complaints of drain pain. The pdrn reported all the patient¿s blood, urine and pd effluent fluid cultures were negative, and the patient was discharged on (B)(6) 2020. The patient utilized the replacement liberty select cycler without issue. Additional information (e.g. Discharge summary, medication list) was requested, however the discharge summary has not been received by the clinic. The pdrn stated the events were unrelated to the utilization of any fresenius product(s) or device(s).